Event description:
It was reported that revision surgery was performed. Patient had been implanted for approximately 2 years prior to revision. Surgeon reported alval and metallosis at time of revision.